Manufacturer narrative:
Concomitant medical products: product ID 8782 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: 2023-03-19 product type catheter product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 11-aug-2023, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving gablofen (concentration and dose unknown) via an implantable pump. It was reported the physician recognized they had been getting back more than 25% of drug during the refill process. A catheter dye study had been performed on (B)(6) 2023 and they had not been able to aspirate any cerebrospinal fluid. Exploratory surgery was scheduled for (B)(6) 2023 but had to reschedule due to an infection in the patient's foot. It was reported the patient had not had any symptoms during this period. The patient had no falls, emi, or compliance issues. Patient weight and medical history were asked but remain unknown. At the time of this report the issue had not been resolved and the patients status had been alive - no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) reporting that the volume discrepancy and inability to aspirate the catheter did not resolved. The patient had surgery on (B)(6) 2023 and during the surgery the hcp found that the spinal catheter was not flowing with csf. The hcp replaced the spinal and pump catheter and restarted the pump after a priming bolus at 125mcg/day. On (B)(6) 2023 the patient was discharged from the hospital. The hcp increased the patient's pump rate to 150mcg/day due to some tightness in his hands. It was reported the volume discrepancy was 11 more ml¿s than actual reservoir volume.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the inability to aspirate the catheter and no cerebrospinal fluid (csf) flow was during the catheter revision. In regards to the cause of the inability to aspirate, no csf flow, and the volume discrepancy, the catheter was not working so there was no csf flow.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.